Event description:
It was reported that 39 hours after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent thrombosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis percentage was not reported. The lesion was predilated with a 3.0x15mm voyager balloon inflated to 8 atm. A 2.5x16mm taxus express stent was deployed at 16 atm in the region of the lesion. A post-intervention residual stenosis percentage was not reported. The patient received heparin and integrilin during the procedure. No information concerning lesion calcification or vessel tortuosity was reported. The patient presented emergently 39 hours after the initial procedure with chest pain and a stent thrombosis. The proximal and mid lad was predilated with a 2.5x15mm maverick 2 balloon. In the proximal lad, a 2.5x16mm taxus stent was deployed at 12 atm followed by the deployment of a 3.0x12mm taxus stent at 14 atm. The stents were post-dilated with a 2.5x15mm and 2.5x9mm maverick balloon. A post-intervention residual stenosis was not reported. The patient received integrilin, intracoronary nitro-glycerin and neo-synepherine during the procedure. No information concerning complications was reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.